Event description:
Account states they are obtained three high creatinine results that repeated as normal. The incorrect results were not used to guide pt therapy. The field service representative found the reagent probe was misaligned and repaired the instrument by replacing the probe.